Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 481 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual bolus using insulin pump for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump was on auto mode at the time of incident. Customer did not allege the insulin pump for under delivery. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4)..

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 465 mg/dl. The customer was treated with insulin in the hospital. It was reported via phone call that the weight of the customer was (B)(6).